Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that their blood glucose was in the 40 mg/dl and 50 mg/dl ranges. The customer had been out in the heat. The patient treated via glucose tablets and lunch. The customer's blood glucose had increased back into normal range. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.